Event description:
The customer states that the edlich gastric lavage tube was bent and crimped.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and the reported issue was confirmed. The tubing was kinked. The issue is not manufacturing related; however, a possible root cause can be due to an improper packaging process at the outside supplier. A formal corrective and preventative action was opened for the reported issue. The manufacturing personnel were notified of the reported issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.